Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture of longer than two seconds on the right ventricular (rv) channel of this pacemaker. A boston scientific technical services (ts) consultant discussed suspicion of lead microdislodgement. The lead was successfully repositioned and remains in service. This device remains in service. No adverse patient effects were reported.